Event description:
It was reported that during a laparoscopic cholectomy procedure, the clips dropped from the device. No pt consequences. Unk how the case was completed.

Manufacturer narrative:
Lifter spring misassembled. Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and ejected the clips due to a misassembled lifter spring.